Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 200mm dissection .  It was reported that prior to the procedure, the outer packaging of the stent was opened and it was found that the tip ofthe stent was separated from the outer sheath and could not be tightly closed. The physician  believed that the uneven outer sheath might cause damage to the patient's vascular intima, so the stent was not implanted. It was replaced with the  same model of stent graft and the surgery was successfully completed.  Per the physician the cause of the separation of the tip from the graft cover could not be determined.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the device returned with the external slider and tip capture release handle in the home position. No deformation was noted to the handle, graft cover or taper tip. A gap of approx. 4.5mm (fail) was noted between the graft cover and taper tip (specification 1.0 mm). Review of the returned device was conducted with manufacturing specialists, during review it was possible to manually advance the graft cover forward. A gap of approx. 1.5mm was evident after advancing the graft cover the reported dimensional deviation was confirmed through analysis. Ruler cal# 1000001217135. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.